Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 123 compared to the labs 89 mg/dl. Tests were done within 10 minutes. Patient did a control solution test with a result of 196 (range 154-226). Patient did not experience any adverse events. No further information has been reported.